Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated shent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel was moderately calcified with no tortuosity. It was reported that upon placement of the contralateral limb the stent graft was deployed outside the gate. The physician elected to convert the pt to an aui. The situation was corrected by converting the device to aorto-uni-iliac system by placement of two aortic cuffs in the flow divider and performed a right to left femoral-femoral bypass. No additional clinical sequelae were reported.